Manufacturer narrative:
Investigation: no product at hand. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: the root cause for the problem was most probably user related. Rational: the instrument was tested and evaluated. The failure rate is within the expected range. Without further knowledge about the circumstances we assume an user related problem. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). The cage tilted during insertion and could not be fixed sufficiently. Even though it was fastened; the cage still rotated. Surgery delay of approximately 30 minutes.